Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain') and embedded device ('grey-silver metal coil-like objects embedded'). In an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: adenomyosis and paratubal cyst. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), migraine ("migraine"), headache ("headaches") and embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes),). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, nausea, abdominal pain, dysmenorrhoea, heavy menstrual bleeding, migraine and headache had resolved. And the embedded device outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, embedded device, headache, heavy menstrual bleeding, migraine, nausea and pelvic pain to be related to essure (ess205). The reporter commented: patient received treatment for events: pelvic pain,abdominal pain, dysmennorhea (cramping),migraine, headaches, nausea, menorrhagia (heavy menstrual bleeding). 13 coils on right side, 6 cols on left side. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure: on (B)(6) 2003, essure confirmation test(s) conducted, specify (unspecified) result not available. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 14-may-2021, quality safety evaluation of product technical complaint. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and embedded device ('grey-silver metal coil-like objects embedded') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included adenomyosis and paratubal cyst. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), migraine ("migraine"), headache ("headaches") and embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes),). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, nausea, abdominal pain, dysmenorrhoea, menorrhagia, migraine and headache had resolved and the embedded device outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, embedded device, headache, menorrhagia, migraine, nausea and pelvic pain to be related to essure (ess205). The reporter commented: patient received treatment for events ¿ pelvic pain,abdominal pain, dysmenorrhea (cramping),migraine, headaches, nausea, menorrhagia (heavy menstrual bleeding) 13 coils on right side 6 cols on left side diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2003: essure confirmation test(s) conducted, specify (unspecified) result not available. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter's information added. Event: grey-silver metal coil-like objects embedded were added. Rcc added. Medical history were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), migraine ("migraine") and headache ("headaches"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes),). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, nausea, abdominal pain, dysmenorrhoea, menorrhagia, migraine and headache had resolved. The reporter considered abdominal pain, dysmenorrhoea, headache, menorrhagia, migraine, nausea and pelvic pain to be related to essure (ess205). The reporter commented: patient received treatment for events ¿ pelvic pain,abdominal pain, dysmenorrhea (cramping), migraine, headaches, nausea, menorrhagia (heavy menstrual bleeding). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2003: essure confirmation test(s) conducted, specify (unspecified) result not available. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2019: pfs received - case was upgraded to incident. Event injury updated to pelvic pain. New events abdominal pain, dysmenorrhea (cramping), migraine, headaches, nausea, menorrhagia (heavy menstrual bleeding) were added. Patient information and lab data were added no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.